Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the cardioplegia monitor shut off and came back on by itself. As a result, the cardioplegia delivery reset to zero. The device was used to conclude the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event. Note: the user later reported the pt had expired, but not as a consequence of the malfunction of the cardioplegia monitor.

Manufacturer narrative:
Eval in progress, but not concluded.